Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode. The device was reprogrammed. The patient was well and there were no clinical consequences.